Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
"Margin: 0in 0in 10pt;" customer reported via phone call that they experienced high blood glucose level of 446 mg/dl. The customer tried to treat with the insulin pump but due to programming 15 units, which exceeds the programmed maximum allowed amount, the insulin pump blocked the insulin delivery. The customer treated with a manual injection of 12 units. The insulin pump alarmed insulin flow blocked. Troubleshooting was performed and it was determined that there was a reservoir and infusion set issue. A set change was performed, a bolus was programmed and was delivered successfully. The product will be returned for analysis. The customer declined troubleshooting for the high blood glucose since they already did a manual injection after which the blood glucose decreased to 438 mg/dl.